Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The expiration date is not currently available.

Event description:
It was reported that implant double-deployment. Two implants were deployed at same time in arthroscopic left knee reconstruction and meniscus repair. Changed another one to complete. There was no adverse event on patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: devices not returned. The complaint device reported was not returned. Only the IFU, and device packaging was returned, therefore device is not available for a physical evaluation. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part 228141 lot 3919787 combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-54667.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI: (B)(4). The expiration date is not currently available. Associated medwatch report number: 1221934-2018-54667.